Event description:
Additional information revealed that the patient underwent surgical intervention wherein the lead was explanted and replaced. It was found that the lead had fractured, causing the high impedances. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead had high impedance due to the lead having all the internal lead wires broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient lost effective therapy. Diagnostics discovered high impedance l5 lead. In turn, reprogramming was unable to resolve the issue. Surgical intervention may take place at a later date to address the issue.